Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
During surgery, while using the introducer kit placement, the flexible tip of the wire has been broken\detached, and left in the vein. The vein was removed as a planned part of the surgery

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Additional information provided in h6 and h11.